Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer with a neurostimulator with two leads implanted (the last one in 2009) to treat complex regional pain syndrome/type 2 and causalgia. The patient reported that she attempted suicide on (B)(6) 2015 because of "undertreated pain" that was now "untreated pain". On (B)(6), the consumer stated "the last 14 months have been a hell only certain people survive. I didn't appeal those denials and reductions. It was the beginning of my decline in hope. I still had something left that couldn't be taken and that was my spinal cord stimulator which covers my lower back on down to my toes on each side". On (B)(6), the patient addressed her thoughts about suicide and stated "I made it 15 years. I made the last 10 with scs, medication and functional restoration and the last 4 by medication management, scs, and home functional restoration enough to help me set goals and achieve them".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.